Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt's monitor "just keeps saying to activate it." The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not activating the system) has been confirmed. Upon evaluation, both the front response button switch located under the response button cover was damaged. The damaged switch would not allow the monitor to respond when the response buttons were pressed. The cause for the damaged switch was physical damage. No adverse event resulted from the defective response button. The pt was issued a replacement monitor.